Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the knives did not work and staples did not form. Another device was used to complete the case. There were no adverse consequences to the pt.